Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs), the valve dislodged due to lack of calcium. The valve landed at 12-14 mm below the annulus resulting in moderate-severe aortic insufficiency and moderate paravalvular leak (pvl). Subsequently a second valve was implanted at a depth of 6 mm below the annulus resolving the pvl and reducing the aortic insufficiency to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.